Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The insulin pump had been exposed to a high magnetic field. The drive support cap did not appeared to be damaged and the insulin pump had not been dropped. The blood glucose reading was 202 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test (267.8 units of insulin remaining on the status screen) followed by a motor error alarm during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners and a scratched display window.